Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised due to a broken bushing. Patient is very active.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Based on the provided information, the product reported in this investigation did not contribute to the event. A material analysis concluded that there were no uncommon observations of the uhmwpe parts. There is no allegation or evidence that the reported krh tibial plug contributed to the event of broken bushings.

Event description:
It was reported that the patient was revised due to a broken bushing. Patient is very active.